Manufacturer narrative:
In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) represents the adverse event which occurred on (B)(6) 2017. (B)(4) represents the adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted multiple intra-abdominal adhesions, infected mesh, erosion of small bowel into infected mesh at three separate locations. It was reported that the patient underwent hernia repair surgery on (B)(6) 2019. It was reported that the patient experienced severe pain. No additional information is provided.